Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing and the conductor wires were not exposed. The instrument had four remaining uses out of 14. The damaged insulation was found to exhibit indentations and gouging. A line pattern was also observed across the damage which suggests that something rubbed against the insulation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulation on the wire was defective. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken (if applicable). The instrument passed an electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument was found to have mechanical indentations on the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.